Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their pump was explanted. A representative from the patient's pain management facility reported that the explant surgery was on 6/1/16. The reason for explant is unknown.